Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#1627487-2019-01027, 1627487-2019-01028. It was reported the patient experienced ineffective stimulation due to high impedance measurements on multiple leads.. As a result, surgical intervention was undertaken wherein one lead was explanted and replaced with a new model. Reportedly, effective therapy was established post operatively. Note: all possible leads are being reported as it is unknown which leads caused the issue.

Event description:
Device 3 of 3: reference MFR. Report# 1627487-2019-01027, 1627487-2019-01028.